Event description:
Additional information received indicated the right ventricular lead (rv) was capped and replaced to resolve the event rather than explanted and replaced as previously reported.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Additional information received indicated the lead damage observed during the lead revision procedure was visually confirmed externalized conductors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Additionally, the physician observed an abrasion on the insulation of the rv lead during the replacement procedure.